Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was unable to connect their implantable cardiac monitor (icm) with the application. After reinstalling the application and repairing the device, the device was still having difficulty transmitting. The clinician had some concerns regarding the battery longevity of the icm. The device was further monitored. The patient was stable.